Event description:
As reported per patient medical records: on (B)(6) 2023, the patient underwent robotic assisted, converted to open repair of a recurrent ventral incisional hernia with ventrio st mesh. The patient had pain and erythema in the ruq incision and underwent an exploratory procedure on (B)(6) 2023. During this procedure, the patient underwent drainage of an abscess and removal of infected mesh. Per the operative notes," her previous right upper quadrant incision was re-incised. This was carried down to the mesh which was in a pocket of fluid and fibrin exudate. This was cultured. The mesh was removed.".

Manufacturer narrative:
Based on the information provided, no conclusions can be made. The information provided does not help to determine root cause for the patient¿s postoperative course. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in july-2022. The adverse reactions section of the instructions-for-use (IFU) supplied with the device lists seroma and infection as possible complications. Regarding infection, the warnings section of the IFU states, ¿ if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device.¿. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.